Event description:
This spontaneous case was reported by a non-health professional and describes the occurrence of fallopian tube perforation ("essure perforated her fallopian tubes"), pelvic infection ("her pelvis got infected and was filled with pus") and genital haemorrhage ("continuous hemorrhages since the first minute") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 2, complication of delivery (after a complicate partum (2nd child) a clot formed in her brain.) And thrombosis cerebral. In 2010, the patient had essure inserted. In 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant) and pelvic pain ("intense pains since the first minute which ¿bent her like an old woman¿"). In 2015, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure was removed in 2015). Essure was removed in 2015. At the time of the report, the fallopian tube perforation, pelvic infection, genital haemorrhage and pelvic pain outcome was unknown. The reporter provided no causality assessment for fallopian tube perforation, genital haemorrhage, pelvic infection and pelvic pain with essure. The reporter commented: apart from physical suffering she had to withstand incomprehension of physicians, as she was treated like if she were crazy. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a non-health professional and describes the occurrence of fallopian tube perforation ("essure perforated her fallopian tubes"), pelvic infection ("her pelvis got infected and was filled with pus") and genital haemorrhage ("continuous hemorrhages since the first minute") in a 38-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 2, complication of delivery (after a complicate partum (2nd child) a clot formed in her brain.) And thrombosis cerebral. In 2010, the patient had essure inserted. In 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant) and pelvic pain ("intense pains since the first minute which ¿bent her like an old woman¿"). In 2015, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed in 2015. At the time of the report, the fallopian tube perforation, pelvic infection, genital haemorrhage and pelvic pain outcome was unknown. The reporter provided no causality assessment for fallopian tube perforation, genital haemorrhage, pelvic infection and pelvic pain with essure. The reporter commented: apart from physical suffering she had to withstand incomprehension of physicians, as she was treated like if she were crazy. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 16-aug-2018: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.